Event description:
Customer reported potential false negative urine hcg results on two patients with sure-vue serum/urine hcg-stat vs. Serum tests. Two female patients had urine testing performed weeks ago using sure-vue serum/urine hcg-stat with negative results. The lab ran the serum samples and observed positive results. No detail were available.

Manufacturer narrative:
Customer's observation was not replicated in-house with retention devices. Retention devices were tested with cutoff hcg urine control, 3 high level hcg urine controls, and 3 clinical pregnant urine samples. All results were positive at read time. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. The hcg level in serum is usually higher than in urine. Patient's urine hcg levels may have been below cut off. Root cause could not be determined without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.